Event description:
Meter name: one touch basic original. Strip name: one touch strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported they were not able to get a blood reading. Their meter allegedly would only prompt not ok. The result on their meter was not ok prompt. The result on the lab was almost 300mg/dl. The time difference between pt's meter and lab was unk. Treatment: will start using insulin. Customer was using expired strips. No further info has been reported.